Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/menorrhagia (heavy menstrual bleeding)"), abdominal pain ("severe abdominal pain/chronic"), abdominal pain lower ("abdominal cramping"), back pain ("chronic back pain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (bilateral salpingectomy, hyst. (Partial) essure removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, dysmenorrhoea, menorrhagia, abdominal pain, abdominal pain lower, back pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia and pelvic pain to be related to essure. The reporter commented: since her removal surgery, plaintiff symptoms have mostly resolved, though some remain. Patient received treatment for pain and bleeding. Discrepancy noted as per previous fu: removal date of essure: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: unknown.. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events: back pain and dyspareunia (painful sexual intercourse) was added. Lab data was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformance's data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation"), abdominal pain ("severe abdominal pain") and abdominal pain lower ("abdominal cramping"). The patient was treated with surgery (bilateral salpingectomy, essure removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, dysmenorrhoea, menorrhagia, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: since her removal surgery, plaintiff symptoms have mostly resolved, though some remain. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.